Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with a hemodialysis catheter. The customer reports that there is a leak in the venous line at the hub junction (blue connector). The catheter had been in use 116 days; implanted on (B)(6) 2010 and explanted on (B)(6) 2010. The catheter was replaced. No ill effect to the patient.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.